Event description:
A malfunction was reported when the customer experienced an elevated blood glucose level, noted at 24 mmol/l, due to a malfunction alarm displaying code malf 0. The customer took corrective action by administering a correction bolus using the pump, and no third-party assistance was required. Technical support provided information to reset the pump, and after resetting, the malfunction did not recur. The customer was informed that they could continue using the pump and advised to contact technical support again if the issue returned.